Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he had low blood glucose over the weekend. He was treated by a neighbor but he still had to go to the hospital. Customer stated his low blood glucose was due to incorrect settings in his insulin pump. He had just received a replacement insulin pump because his insulin pump had a button error. The replacement insulin pump was programmed with old numbers from his doctor, causing customer's low blood glucose. Customer's blood glucose was below 35 mg/dl when admitted on (B)(6) 2014. He was treated with an IV drip and gelatin. It took about twelve hours for customer's blood glucose to be normal. In troubleshooting, the drive support cap appeared normal. Customer's priming and insulin storing methods were normal. Customer changed the settings to the correct settings. He was advised to monitor the device and call if needed. Nothing further reported.